Event description:
Patient revised to address instability, tibia tray was put in valus, femoral component was loose.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusion about the reported event. Provided information indicated device positioning and poor balancing were contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.